Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home pt, in addition to referring them to the directional insert for further details.

Event description:
A supply bag had become disconnected from the supply line of the homechoice set for an unknown reason. The home pt continued therapy by clamping the open line off and using the same setup. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.